Manufacturer narrative:
(B)(4). Pump received with cracked/damaged display window, bleeding lcd glass and cracked reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 250 mg/dl. The customer states broke screen on his pump. Troubleshooting was performed for damage and can read the pump screen and pump is functioning as designed. The insulin pump will not be returned for analysis.